Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 5l43281) was received broken at us cq. Upon inspection, it was found to be broken at distal tip and rest of the broken part of the screw was not received. Hence, the complaint is confirmed. Further observation revealed that the cross-slot feature was found to be visibly damaged. The cross-slot feature may impact functionality with the mating screwdriver but does not directly affect material strength. Due to the severe cross slot damage, it appears there was an issue with the insertion of the screws. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. 1.6 mm cranial slf-drlg screw cruciform, low profile. Investigation conclusion: the complaint condition was confirmed for the cranial-scr plusdrive ø1.6 self-drill l4 (p/n: 400.834s, lot #: 5l43281). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: this mre review is for sterilization procedure only. Part: 400.834s, lot: 5l43281, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 23.july 2019, expiry date: 01.july 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non-sterile part was manufactured in (B)(4). Part: 400.834.05, lot: 10l3215, manufacturing location: (B)(4), manufacturing date: 14-jun-2019, part number: 400.834.05, ti low profile neuro screw self-drilling 4mm, lot number: 10l3215 (non-sterile), lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbr14.00, lot number: h851352, lot quantity: (B)(4) lbs. Certified test report received from (B)(4) company dated 07-feb-2019 was reviewed and determined to be conforming. Lot summary report dated 05-mar-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the closed cranial surgery, when surgeon inserted the screw, the screw broke. Another new screws were used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This complaint involves different surgeons and different patients, as the hospital could not distinguish the specific information about surgeon, patient and specific event date, this event is reported as one complaint. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1). This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 2 for (B)(4).